Event description:
The or mgr reported that there were three endoscopic vein harvesting bipolar device jaw tips that broke during the procedure. The tips were retrieved. There was no report of pt injury due to this incident.

Manufacturer narrative:
The device is a component in the clearglide evh long ktv23 kit. The or mgr reported that three endoscopic vein harvesting bipolar device jaw tips broke during the procedure. The tips were retrieved. There was no report of pt injury due to this incident. Three bipolar devices were received at sorin group USA for eval. The inspection confirmed that the tips were broken off. The mfg records were reviewed. The devices met all raw materials, in-process, and finished goods specs upon release. No abnormalities were noted. The cause for the broken jaws could not be determined. It is possible that the devices were damaged during use. The instructions for use state, "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." At 100% visual inspection under magnification has been implemented in production to provide further assurance of jaw integrity. The protective cap for the jaw has also been improved.